Manufacturer narrative:
Additional information - patient outcomes. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the proximal end cap had been damaged, as if the cap had been removed. The blade was actuated multiple times and engineering found that the device functioned as intended. The root cause could not be determined as engineering was unable to replicate the incident. The damage to the cap is similar to what is seen when a trocar is reprocessed; however, engineering is unable to confirm the exact root cause. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Event description:
Unknown- "iliac artery wound primitive right during introduction of a safety trocar 12mm. Malfunction or safety? Intervention- blood transfusions second surgery. Patient status- "stay in intensive care."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.